Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air in line alarms were being displayed on spectrum infusion pumps while in use with unspecified access sets. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.